Event description:
It was reported that the patient came to the emergency room complaining of pocket stimulation. Potential loss of capture was noted on both the right atrial and right ventricular leads during review of a remote monitoring transmission. The right atrial lead was also noted to have high thresholds. The physician noted that there were no rhythm issues since the patient had arrived at the emergency room. A chest x-ray found the atrial lead had dislodged. The atrial lead was programmed off and was explanted and replaced the following day. The right ventricular lead was noted to be working within normal limits at the time of the atrial lead revision, so no action was taken and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.